Event description:
It was reported, the pt experienced a recent fall and as a result has bruising over the ipg site. Reportedly, error messages displayed after recharging the ipg. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.